Manufacturer narrative:
(B)(4). Field service evaluated the unit, and was unable to duplicate the reported issue. He connected test circuit, flow sensor, and diaphragm. The touch screen responded normally. He ran operational verification procedure tests. The unit passed all the tests.

Event description:
The customer reported a touchscreen that is not responding. Field service was requested. No pt involvement.